Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from the patient. The patient provided the icm device was coming out of the incision site. Subsequently a nurse practitioner (np) explanted the icm device at the direction of the physician. No other devices have been implanted. The device has not been returned at this time. There were no additional adverse patient effects reported.